Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/28/2025, it was reported by a sales representative via phone that an ar-1317ft suture anchor came off the inserter. This occurred during an acl repair on (B)(6) 2025. The anchor came off the deployment of the inserter, severing the sutures. All fragments were retrieved from the patient. The case was completed using a different anchor. This caused a delay of 15 minutes. There was no additional anesthesia administered. There was no patient harm.